Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 590 mg/dl. Customer would not like to continue troubleshooting. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer stated that loss of communication alerts and had sensor glucose versus blood glucose issue. Customer declined to troubleshooting all of those alerts. The devices will not be returned for analysis.